Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that physicians at their site frequently ask about thyrotropin (tsh) results which are usually above the reference range. The tsh results are not consistent with the clinical condition of the patients. These patients usually have normal free thyroxine (ft4) results. The customer provided examples of tsh results for six samples from three patients and these results were not consistent with the clinical condition of the patients. The samples were tested on an e module analyzer and all results were reported outside of the laboratory. The exact date of the event is not known. It is only known that the event occurred in (B)(6) 2013. The first patient had a sample with a tsh result of 7.55 uui/ml in (B)(6) 2013. The patient had a second sample with a tsh result of 4.63 uui/ml in (B)(6) 2014. The patient had a third sample with a tsh result of 8.18 uui/ml in (B)(6) 2015. The physician asked the patient to have tsh tested in another laboratory using abbott clia methodology. A fourth sample from the patient was tested with the abbott clia methodology, resulting as 3.51 uui/ml in (B)(6) 2015. The second patient, a male, had a sample with a tsh result of 6.09 uui/ml in (B)(6) 2015. The third patient, a female, had a sample with a tsh result of 0.01 uui/ml in (B)(6) 2015. The patients were not adversely affected. It was stated that the puran t4 medication for the first patient was started in (B)(6) 2013 based on the high result generated from the roche analyzer. The exact date that the medication was started is not known, but the medication was started in (B)(6) 2013. An e module analyzer serial number of (B)(4) was provided, but the customer stated that samples are measured for tsh on a modular line that has 3 e module analyzers. It is not known which analyzer was used to generate each result.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Samples were requested for investigation, but could not be provided.

Manufacturer narrative:
A new sample from the first patient was collected at the beginning of (B)(6) 2016 and tested for tsh and free thyroxine (ft4) on the customer's e170 analyzer. The sample had erroneous results for tsh and ft4. This sample has been provided for further investigations. Please refer to the initial medwatch with (B)(6) for information related to ft4. The sample initially resulted as 2.66 uiu/ml for tsh and 1.51 ng/dl for ft4 when tested on the customer's e170 analyzer. This same sample was repeated on an abbott analyzer at a second laboratory, resulting as 1.52 uiu/ml for tsh and 1.28 ng/dl for ft4. The sample was repeated on a roche analyzer at a third laboratory, resulting as 2.49 uiu/ml for tsh and 1.58 ng/dl for ft4. The sample was repeated on a siemens analyzer at a fourth laboratory, resulting as 2.06 uiu/ml for tsh and 1.39 ng/dl for ft4. The sample was also repeated at a fifth laboratory on a beckman coulter analyzer, resulting as 1.979 uiu/ml for tsh and 1.09 ng/dl for ft4. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number, tsh reagent expiration date, analyzer model, and analyzer serial number of the roche analyzer used at the third laboratory were asked for, but not provided. This sample was provided for further investigation. Investigations were able to confirm the customer's results. Interference testing of the sample determined that it contained no interfering factors. The normal reference ranges of thyroid parameters change in function of age and gender. In addition, assays from different vendors can generate different values as related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used.